Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that ¿black specs¿ were found in a bd insyte¿ autoguard¿ shielded IV catheter by a nurse prior to use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: DHR review was conducted with the following results disclosed: this lot (7212764) was built on (B)(4) on 08aug2017 through 11aug2017 and packaged on (B)(4). Per review it was noted that there were 2 non related qns initiated for this lot and no related rejected findings throughout the build of this lot that would impact upon the quality of the product of the catheters for the defect noted in the pir. All required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. In process samples for foreign/non foreign material, particulate loose or embedded were conducted at various stages throughout the process, all the inspections passed per specifications. No significant discoveries were disclosed. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing could not be performed because units were not received for investigation of this incident. Conclusion: confirmation of the defect stated in the pir could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not provided for evaluation and testing. Therefore, there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir. This incident is indeterminate. As a root cause could not be established. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.